Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and weak battery alarm on the insulin pump. Customer¿s blood glucose level was in the 20 mg/dl range. Customer treated their low blood glucose via food. Customer's current blood glucose level was 59 mg/dl. Troubleshooting for weak battery was performed. Customer advised they had multiple low battery alerts and weak battery alarms on the insulin pump. Customer replaced the battery and the issue was resolved. Troubleshooting for low blood glucose was performed. Customer advised their blood glucose level was very low, they lost consciousness and they woke up to the paramedics while they lay on the floor. The insulin pump will not be returned for analysis.